Manufacturer narrative:
Additional/corrected information:a review of the complaints reported as false positive patients results (confirmed and unconfirmed, conflicting results) related to kit lot 1009983 showed that the complaint rate is 0.015%.scarborough was able to determine that the false positive results were due to a contamination of the instrument. (You should be reporting out the root cause that is given in each specific case.refer to mrn:1221359-2021-00301, 1221359-2021-00303, 1221359-2021-00304, 1221359-2021-00305, 1221359-2021-00306

Manufacturer narrative:
Refer to mrn: 1221359-2021-00301, 1221359-2021-00302, 1221359-2021-00303, 1221359-2021-00304, 1221359-2021-00305. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1009983 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 191-000 / lot 1009983 and test base part number 191-430 / lot 1009983 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009983 showed that the complaint rates is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported there were more than six false positive results with the ID now covid-19 assay. This report represents patient six of six . The customer reported false positive results with the ID now covid-19 assay performed (B)(6) 2021 at 0045. Yocon nasopharyngeal sample swabs were placed in 200 microliters of yocon viral transport media prior to testing. Repeat testing was not performed. Confirmation testing with thermofisher taqpath pcr (collection/testing date not provided) provided negative results. The customer reported that the patient presented to the emergency department for an unspecified reason and was tested for covid-19. No additional patient information, including symptoms, treatment, and outcome, was provided. The customer suspected contamination. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.